Event description:
Additional information received from the healthcare professional (hcp) of a (B)(6) clinical study reported that the outcome was ongoing with no further action needed.

Manufacturer narrative:
Concomitant medical products: product ID 3878-45, lot# 0206902245, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient experienced lead migration. The outcome was resolved without sequelae. No actions were taken as interventions. X-rays showed lead migration. The etiology was noted as related to the lead. The etiology was noted as not applicable to the device or therapy and not related to the procedure. No signs or symptoms were reported. Interventions were not completed due to the lead migration being clinically insignificant. The site indicated that no cause was determined.